Event description:
Husband of a female, reported wife experiencing elevated blood glucose registering "hi" on blood glucose meter. He indicated that she rec'd a numeric reading of 33.2 mmol/l (580-600 mg/dl). She administered a 22 unit bolus to address the elevated blood glucose issue. Husband indicated that pt's normal daily insulin usage was approx 22 units. Her normal blood glucose level is 6-10 mmol (105-180 mg/dl). She experienced symptoms of thirst and nausea. Husband indicated that there was some liquid in the cartridge chamber, that did not smell like insulin and the insulin cartridge was not cracked. The liquid was removed from the cartridge chamber. The battery compartment was checked and it appeared dry. Husband admitted that the adapter was not changed with every cartridge as recommended. No medical assistance was reported. Product was requested to be returned for eval.